Event description:
It was reported that in a few days following the implant procedure, the right ventricular (rv) lead dislodged. The physician attempted to reposition the rv lead, but the helix mechanism would not function properly. The lead was explanted and replaced to resolve the event and the patient was stable with no additional consequences.